Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Took tampon out. Not sure where string part is [foreign body in reproductive tract]. Tampon string ripped in half [device breakage]. Took tampon out, string ripped in half, not sure where string part is [complication of device removal]. Consumer sent e-mail stating she took the tampon out and the string had completely ripped in half. No serious injury was reported.